Manufacturer narrative:
Integra has completed their internal investigation on 02/09/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: during investigation it was observed that the battery was defective resulting in cam01 monitor not switching on. As part of the repair, the defective battery was replaced and the cam01 monitor was calibrated and tested to specifications prior been returned to the customer. The reviewed service history documentation for cam01 monitor serial number (B)(4) has identified no impact on complaint incident. The (B)(4) documents the rework of cam01 monitor serial number (B)(4) and was completed correctly following company work instructions prior cam01 monitor had been released. A review of non-conformance report identified no impact on complaint incident. The DHR review has been deemed satisfactory. A minimum of 12 month review of cam01 monitor customer complaints was completed using the following key words ¿unit not working¿ and a root cause ¿battery¿ in the search criteria. This review encompassed from dates 29-jan-2015 to 08-feb-2015 and a (B)(4). The analysis of the complaint investigations and root cause reports has concluded this complaint is the 1st identified complaint for the reported failure associated with the cam01 monitor due to defective battery. No trend has been identified. The failure analysis investigation has concluded the cause of the cam01 monitor not switching on was due to defective battery.

Event description:
The device was not switching on. Additional information received on 31jan2016: the issue was found by the distributor during inspection after receiving the monitor from repair. It was not used in the hospital at all.